Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. The physician placed the locator and deployed the j segment, but failed to pull back on the locator to engage the j segment at the arteriotomy. The staff informed the physician that he needed to pull back on the locator, but the physician continued. The physician placed that tissue dilator and reached the white marker band with great difficulty. The sheath was placed and a large amount of blood came up from the sheath. The staff informed the physician that the procedure should be aborted because of the amount of blood seen coming from the sheath, but despite this, the physician continued with the deployed. The physician deployed two collagen plugs. The pt lost pulses in the foot 15 minutes after the catheterization procedure. The physician placed a sheath in the other groin and used an angiojet to remove the blockage and then angioplasted the site. The pt's pulse returned and no further complications were reported.